Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was interrogated prior to start of case and the battery voltage was noted to be sub-optimal. The device was not attempted and another device was implanted. No patient complications have been reported as a result of this event.